Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a ladg procedure, the device was unable to be fired and after checking the cartridge sales representative found that only a few staples closed to the part of the blade were already pre-fired. A new product was used in order to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Damage was noted on the staple cartridge. Functionally the reload was loaded into a pmv instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.